Event description:
It was reported that during a coronary stenting treatment procedure, deployment difficulties occurred and stent damage was noted. The indication for the procedure was severe restenosis of a previous pci. The 95% stenosed lesion was located in a saphenous vein graft to the right posterior descending artery. The physician used a 5.0x20mm liberte' bare metal stent to direct stent the lesion. The device was able to cross the lesion without difficulty and the stent was thought to be deployed. The procedure was complete. After the physician left the room, ccl staff noted difficulty removing the stent delivery system from the touhy and then discovered that the stent was still on the delivery device and was badly damaged. The patient was brought back to the ccl six days later and a different stent was placed. No patient complications occurred. Patient status is satisfactory.